Event description:
The rptr stated the surgeon attempted to insert an aq2010v silicone three piece lens but the haptic tore as the lens was being ejected. The lens tear was noticed before the lens was inserted and there was no pt contact or injury.

Manufacturer narrative:
Eval codes: results: visual inspection of the returned prod found the lens stuck in the returned cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the eval of the returned prod, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for eval.